Manufacturer narrative:
A follow-up report will be submitted upon completion of the investigation.

Event description:
The customer reported a ventilator with an unknown restart as exhibited by diagnostic code 7002 (power failure, power fail). No patient involvement.